Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wiggle pads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The hospital did not provide any complaint devices for evaluation. Without the complaint device or a photograph, we were unable to determine whether there was an actual defect with the cannula. A lot check could not be performed as no lot number was provided. No patient consequence was reported. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly apply the cannula and also contain the following statement: "ensure infant's face is clean and dry". "Check cannula remains secure on the face. Replace wigglepads if required". Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.

Event description:
A hospital in (B)(6) reported that the pad on the opt312 junior interface wiggle pads had come loose from the plastic. There was no patient consequence.